Manufacturer narrative:
The patient was the initial reporter. The model # was not provided.

Event description:
The advocate from (B)(6) reported that the customer was feeling sick and had symptoms such as lightheadedness and shakiness. The customer went to the hospital. In the hospital, the customer obtained a blood glucose reading of 351 mg/dl on a contour plus meter. Within ten minutes, a laboratory test was performed and a reading of 63 mg/dl was obtained. The customer was administered with an unknown amount of insulin. Originally the customer used to take 25 units of insulin. While admitted to the hospital, the physician altered the customer's insulin dosage to that of 23 units. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The customer only returned contour plus meter for evaluation. The customer's returned meter was tested with the in-house contour plus test strips from lot # 7clhd0a4, which gave satisfactory performance.